Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 435 mg/dl. Troubleshooting was performed and insulin did not exit. Insulin pump was replaced due to customer trying all remedies. Customer called back after receipt of new insulin pump due to no delivery alarm again. Customer's blood glucose was 321 mg/dl. Troubleshooting was performed and customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was advised that site may have been occluded. Customer was advised to return infusion sets for analysis.